Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the result of the investigation, it was presumed with the confirmation results that the endoscope cleaning and disinfection solution adhered inside the channel and to the outer surface was dissolved in alcohol by the alcohol flush, and the mixture of cleaning solution and alcohol flowed down from the endoscope. However, it could not specify with the component analysis what it was. Olympus confirmed that immediately after the repair was completed, the user had cleaned the device with a cleaning solution by other company, and then manually flushed it with alcohol, and a yellow liquid came out of the distal end of the instrument channel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A gauze that was sent in containing traces of a light yellow and a light blue liquid that were permeated and dried. It was confirmed that the endo-cleansing has been used at the facility, hence, the light yellow and light blue liquid could have originated from an endoscope cleaning and disinfection solution which is also light yellow and light blue in color. A definitive root cause cannot be determined. The suggested event is detectable and preventable by handling device in accordance with the instructions for use (IFU): "the instruction manual reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories¿ describes the methods for inspection on the suggested event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had yellow liquid come out of the tip of the forceps channel mouth. The issue was discovered during reprocessing. There were no reports of patient harm.